Manufacturer narrative:
The reported complaint of the transmitter presenting with a no power was confirmed. The reported event of burn mark on the green strips was not confirmed. The unit was plugged into a working ac electrical outlet and did not power on. The power adapter was removed and re-inserted and the unit still did not turn on. After opening up the transmitter, inspection of the circuit board revealed no damage. The original power adapter was replaced and tested with a working power adapter. The unit was plugged into the working wall outlet and power on function was performed successfully. The cause of reported event was traced to defective power adapter.

Event description:
It was reported that burn marks were noted on the merlin transmitter was observed. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.